Event description:
A customer reported that before intraocular lens implantation surgery an ophthalmic knife was not sharp. The procedure was completed using a replacement product on the same day.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).